Event description:
It was reported to boston scientific corporation in 2006 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) the day prior. According to the complainant, "the tip got damaged during scope passage." The procedure was completed with a second hydratome rx sphincterotome. No patient complications were reported as a result of this issue and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
Other (tip got damaged). According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the relationship between the device and the event cannot be determined.